Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The patient was treated with injections of vancomycin (2 grams, route and frequency not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.